Manufacturer narrative:
Evaluation summary: no x-rays, surgery notes, or other pt information was provided. Therefore, it is not possible to investigate fully the cause of this issue. Based on the available information, a definitive root cause cannot be determined. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to loosening.